Event description:
Additional information was received that the explanted generator will not be returned to the manufacturer for evaluation. The hospital does not return explanted product to the manufacturer as it is too much work.

Event description:
On (B)(6) 2012, it was reported that this vns patient was scheduled for repositioning of her generator. The device was poking the patient she lay down, so the surgeon was going to reposition it. Clinic notes dated (B)(6) 2012, indicated that the patient vns was causing pressure and pain in the chest with certain body positions. The generator was palpated in the left upper chest and was noted to be protruding when lying on the right side. The vns was controlling seizures. On (B)(6) 2012, the patient underwent surgery. The operative notes indicated that the generator was in a capsule. The capsule was carefully opened and the generator was extracted. There was no anchoring suture on the generator. The pocket was expanded, the generator was anchored, and the pocket was closed. After closing, the generator was interrogated and device diagnostics were returned in acceptable range. Follow-up with the physician showed that the patient presented with pain but could not assess if the surgery was due to patient comfort or to preclude a serious injury.

Event description:
Additional information was received that the pain was since the repositioning surgery and it was not related to stimulation. It was unknown it was related to surgery or presence of the device. It was also unknown if the patient¿s recent generator replacement was for patient comfort or to prevent a serious injury but the referral was related to the pain. Good faith attempts for product return are in process.

Manufacturer narrative:
.

Event description:
Additional information was received that the patient is going back for surgery due to complaint of discomfort in the surgical area. It is unknown what will be done until surgery is completed and it has not been confirmed surgery occurred.